Event description:
It was reported that the nurse tried to pass the catheter on the patient but failed because of the defect. He had to pass the 2fr PICC from another brand in the child, because there was no other measure of 3fr from another brand here, only from bard. 10/29/2018 - update: before the child was punctured, when the catheter was lubricated, there was a leak of serum in the proximal region near the suture flap. Then, the nurse used another brand of the product in the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 3 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned samples. Some tensile weakness was observed in the catheter at the 1 cm depth marker and whitening of the catheter material was observed near this area. The catheter was flushed with a 12 ml syringe of water and a spraying leak was observed approximately 0.6 cm distal to the strain relief. A microscopic observation revealed a hole in the catheter at the location of the observed leak. The catheter was dissected in order to observe its interior and more extensive damage as well as abrasive damage was observed on the inner walls of the catheter. The type of damage observed on and in the returned catheter can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebw0230 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse tried to pass the catheter on the patient but failed because of the defect. He had to pass the 2fr PICC from another brand in the child, because there was no other measure of 3fr from another brand here, only from bard.(B)(6) 2018 - update: before the child was punctured, when the catheter was lubricated, there was a leak of serum in the proximal region near the suture flap. Then, the nurse used another brand of the product in the patient.